Manufacturer narrative:
Batch # (B)(4). Date sent: 11/2/2015. Batch # (B)(4). The analysis results found that the cdh29a device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that after a right hemicolectomy procedure, patient re-admitted to the hospital in critical condition suffering from sepsis. Five days after the right hemi colectomy. Leaking fecal matter from the staple line, at every staples site.. The abdomen is open with drains and packing in it to dry and get rid of the fluid. Patient is in critical care unit. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m54v3n. Additional information: what were the indications for surgery? Patient required an anterior resection who fired the device? Unknown. What is the users experience with the device? A senior ranking consultant who has been using these devices for a long time now. On what structure was the device used? To reconnect rectal stump to sigmoid colon what confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, audible, tactile feedback)? All appeared to be fine during use. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Unknown. When was the red safety disengaged prior to firing? After closing the device to the required setting, take the safety off, wait 15 seconds and then fired. Was the breakaway washer completely cut through? Yes. Were there two complete tissue donuts when inspected? Yes. Were all tissue layers present in both donuts when inspected? Yes. What was the appearance of the deployed staples? All looked fine. Mr (B)(6) uses a sigmoidoscope inserted into the rectum to perform a leak test. Were there any staples seen in the surgical field? No. Please clarify the correct surgeon name. One synergy form lists mr. (B)(6).